Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an indwelling foley catheter was inserted for the patient in the operation theater. Upon transfer to the high dependency unit, the nurse in charge observed a tear along the catheter tubing with concurrent balloon deflation on the same day.